Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested, but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having bilateral intraocular lens (iol) implant procedures, she has starburst, halos and could see better before surgery. She is having great difficulty driving, seeing computer and using her cell phone. She is seriously contemplating lens exchanges at this time. This report is for the consumer's right eye.